Event description:
Dr reported having had failures with advance cement. Between 1998 and 1999, he cemented a number of crowns and bridges. He alleged that at least half of them failed (failed meaning either became loose or came off). At least one incident resulted in abscessing. Dr said he would send a letter describing all incidents that have occurred.